Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had started pump therapy yesterday and now has a blood glucose (bg) of 568 mg/dl with unspecified ketones, vomiting, increased thirst, and nausea. Reporter pushed fluids to flush ketones. During troubleshooting, it was found that reporter is only doing a .5 prime step with change of infusion set x2. And is not priming enough insulin. There was no evidence of pump malfunction. This complaint is being reported as the user error may have contributed to the hyperglycemia.